Manufacturer narrative:
Na

Event description:
It was reported that the ventilator cycles off for no reason while connected to pt. The inop alarm was not activated and there were no other alarm messages displayed. No pt harm reported.